Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 02 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, on insertion of the endotracheal tube ventilation of the patient became impossible. Unable to pass a bronchoscope beyond the tip of the endotracheal tube. The tube was removed and the tip was [found to be] distorted. It is likely that the flexible tip folded 'backwards' resulting in complete obstruction of the endotracheal tube. There was no report of harm, injury or reintubation as a result of this reported event.

Event description:
It was reported, on insertion of the endotracheal tube ventilation of the patient became impossible. Unable to pass a bronchoscope beyond the tip of the endotracheal tube. The tube was removed and the tip was [found to be] distorted. It is likely that the flexible tip folded 'backwards' resulting in complete obstruction of the endotracheal tube. There was no report of harm, injury or reintubation as a result of this reported event.

Manufacturer narrative:
Correction: d5; g1. Additional information-investigation conclusion: h6. The actual complaint product was not returned for evaluation; additionally, no photographic/videographic evidence was provided by the reporter. In the absence of a photo or video, the complaint could not confirmed; without a sample to perform functional evaluation, a root cause could not be determined. The device history record for lot 2503tvu0623m was reviewed and the product was produced according to product specifications. The documented UDI is based on the stock/product code provided by the reporter. All information reasonably known as of 06 mar 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.